Event description:
An infusion pump with a failure code 812:02. The facility rep had stated that they had no records of pt incidents involving this pump since the last baxter service event. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.